Event description:
A complaint was received from a customer that reported that their glucometer elite was reading numbers with a decimal point. Obviously the customer inadvertently changed the units of measure from mg/dl to mmol/l. In review of the operation of the system it was learned that the upper half of the "hundred unit" and only partial segments of the "lens and units digit" were being displayed. A request was made to return the system for evaluation. In the meantime a replacement unit is being provided.